Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 27 march 2020: lot 121962: (B)(4) items manufactured and released on 14 sep 2012. Expiration date: 2017-07-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting anterior knee pain 7 years and 4 months after the primary. The surgeon revised the medacta tibial insert u.c. Fix s.3 / 10 mm with a medacta insert u.c. 10mm s3 and resurfaced the patella bone. The patella was not resurfaced during the first procedure. The surgery was completed successfully.